Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging frequently in extended period of time. It was also noted that the ipg was non functional. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.